Event description:
The pump was removed due to infection. No additional information was provided regarding the event. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up will be sent if additional information becomes available.